Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy procedure performed on (B)(6) 2009 (patient in his (B) (6). According to the complainant, during the procedure, while treating a duodenal ulcer, the clip would not exit from the sheath. The physician removed the device and completed the procedure with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).